Event description:
The pt's neurostimulator was removed due to possible infection. The device was being sent for culture. No pt symptoms were reported. Additional info has been requested from the hcp.